Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the first firing. The device needed higher force to stroke. The surgeon opened the jaw with higher force. The staples did not deploy as expected and the surgeon used hand sewing to fix the staple line. Changed new device and reload to complete the procedure. No adverse event on the patient. Device and reload have been discarded.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what is meant by ¿staples did not deploy as expected¿? Were the staples formed properly? Did the device cut properly?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:what is meant by staples did not deploy as expected? Means the staples were malformed.were the staples formed properly? No. The staple legs were irregular.did the device cut properly? Yes.